Event description:
The customer reported the system freezes and displays temp sensor error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable had a faulty wire in the assembly. This was replaced along with the temp sensor. The system was tested using all functions, and operated as intended.